Event description:
Pt reported pump was explanted due to "malfunction." Pt also reported, "a piece of catheter was left in to prevent csf headache", and the pt reported going through drug withdrawal. Manufacturer's rep reported the pump was explanted and returned to the MFR for analysis after an implant duration of approximately 22 months due to pt dissatisfaction. Per the pt's physician, "pt wanted explant, - therapy not effective." The infusion pump was programmed to deliver morphine 50mg/dl, clonidine, and fentanyl at 20mg/day for treatment of chronic back pain. Additional details have been requested from the pt's physician in regards to the pt reported events and symptoms. A follow up report will be sent when new info is received. Refer to manufacturer report #6000030200700608.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.